Manufacturer narrative:
Product analysis #706133379:analysis information pli# 30 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Continuation of d10: product ID 3998 lot# l86469 serial# (B)(6) implanted: (B)(6) 2000 explanted: (B)(6) 2024 product type lead product ID 3708260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type extension product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type lead product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a revision of the paddle lead. On (B)(6) 2024.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a fractured/damaged/broken lead- leads and wires exposed. There was a loss of stimulation, stimulation in incorrect location, shock and high impedances. Leg weakness, return of pain, walking difficulty, and numbness were noted. The device was replaced and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 30-oct-2004, UDI#: (B)(4); product ID: 3708260, serial/lot #: (B)(6), ubd: 11-nov-2018, UDI#: (B)(4); product ID: 977c265, serial/lot #: (B)(6), ubd: 22-jun-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep provided images. Pt reported they had surgery in october and had some complications with the surgery. Patient stated that the surgeon was banging on the stimulator while the patient was awake during the surgery while the surgeon was trying to replace the ins. It was very traumatic and that the surgeon did some damage to the ins as well as their back. The surgeon also caused a spinal cord injury and that they were not able to walk at this point. Pt said that a rep did a report after the surgery and that they ended up having the ins replaced by a different surgeon in january and that mdt rep did a report at that point as well and the rep kept the ins and sent it back to mdt because it was damaged. Pt said that the paddle was damaged and also the leads were frayed most likely because of the surgeon that did the surgery in october.

Manufacturer narrative:
Product ID 3998 lot# l86469 serial# (B)(4) implanted: (B)(6)2000 explanted: (B)(6) 2024 product type lead product ID 3708260 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6) 2024 product type extension product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: 2024-01-04 product type lead h2: correction to sections b3 and h6. The event date and the coding block have been updated/corrected. The lead, model# 3998 serial# (B)(6), was returned for product analysis. Analysis of the lead revealed that conductors 1 and 3 were broken in the body of the lead within 10 cm of the connector area. Conductors 1 and 3 were broken 20.0 cm and 21.4 cm from the distal end. Electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits; however, analysis determined that the lead was not completely seated in the extension. Calcification was seen on all electrodes. The extension, model# 3708260 serial# (B)(6), was returned for product analysis. Analysis of the extension revealed that the lead was not completely seated in the connector port of the extension. All conductors were cut 37.5 cm and 37.8 cm from the proximal end. The ins, model# 97715 serial# (B)(6), was returned for product analysis. The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins was functional. The returned ins passed all testing in the laboratory and no anomalies were identified. Telemetry was successfully established with the returned ins. Good stable output was observed using electrode pairs the ins had when received. Good stable output was observed using all electrode pairs with the returned ins. The connector module and shield/can were scra tched and had burn marks. The lead, model# 977c265 serial# (B)(6), was returned for product analysis. The lead was returned cut and segmented; however electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. Apply to the lead, model#3998 serial# (B)(6). Apply to the extension, model# 3708260 serial# (B)(6). Apply to the ins, model# 97715 serial# (B)(6) apply and the lead, model# 977c265 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was reported that on (B)(6) 2023, a healthcare provider attempted to remove the ins from the patient and they were unsuccessful. During the procedure, they used a significant amount of force to remove the ins, which caused a spinal cord injury to the patient. The patient now had no sensation of their left leg and they were unable to walk without assistance. The attempt to remove the ins was described as aggressive. This caused significant pain and distress to the patient. On (B)(6)2024, a different healthcare provider performed a second attempt to remove the ins. The healthcare provider documented structural damage to the ins with fraying of some of the lead wires and sheaths.